Event description:
The company was informed that the patient developed an infection at the implant site. The patient was prescribed antibiotics (type unknown); however, this did not resolve the infection. The patient's device was explanted. The patient was prescribed keflex for 6 weeks. The patient's infection is reportedly resolved and surgery to reimplant the patient with another advanced bionics cochlear implant is under consideration.